Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, the suture of a proglide device was attempted to be placed in the right common femoral artery using the preclose technique. Reportedly, a cuff miss occurred. Two more proglide devices were used with the same result. The sutures of two additional proglide devices were successfully placed using the preclose technique. The aaa procedure was completed and the successfully preplaced sutures achieved hemostasis. The sheath sizes used were not provided. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be in training in the use of the proglide device. No additional information was provided.